Event description:
Shortly after the procedure is started, a loud pop is heard and immediately realized that monopolar cord sparked and broken off where it attaches to esu (electro-surgical unit) machine.